Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's device stopped working which was clarified to mean that the patient had a full return of retention symptoms. The patient also reported that the device itself kind of slipped and was sticking out and bulging which will sometimes will catch on their chair. The patient then reported a previous return of symptoms in which they met with a manufacturer representative (rep) who "messed with it," but the patient needed another surgery to "get it going again." According to the patient "they kept the wires where they were, but moved the device to the other side and then it started working again." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.